Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission.

Event description:
A 75-year-old male patient was hospitalized, and the need for ivtm therapy was to induce hypothermia post-cardiac arrest. The quattro catheter was inserted into the patient's right femoral vein. The insertion was difficult, and placing the catheter took multiple attempts (3 attempts) by an experienced intensive care physician. After the catheter insertion, the user had multiple problems removing the guidewire after the catheter placement. The user had to pull back the quattro catheter slightly to remove the guidewire. The ivtm therapy was initiated and continued using the same quattro catheter without further issues. No device malfunction was reported on the catheter. The patient is stable, and no patient injury was reported.

Manufacturer narrative:
The customer's complaint of difficulty removing the guidewire after the catheter placement was confirmed during the visual inspection of the returned guidewire. The guidewire was completely damaged. The guidewire was observed to have several bents and stretched wire along its length. The probable root cause could be a handling issue and/or insertion, removing the guidewire. Further testing could not be performed due to the condition in which the guidewire was received.

Event description:
A 75-year-old male patient was hospitalized, and the need for ivtm therapy was to induce hypothermia post-cardiac arrest. The quattro catheter was inserted into the patient's right femoral vein. The insertion was difficult, and placing the catheter took multiple attempts (3 attempts). After the catheter insertion, the user had multiple problems removing the guidewire after the catheter placement. The user had to pull back the quattro catheter slightly to remove the guidewire. The ivtm therapy was initiated and continued with no further issues. No device malfunction was reported on the catheter. The patient is stable, and no patient injury was reported.

Manufacturer narrative:
Zoll has received the guidewire for investigation. A follow-up report will be submitted when the investigation has been completed.